Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of years ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 3030224/18343046.

Event description:
It was reported that the patient underwent an explant procedure wherein all device components were removed due to an unknown reason. No device malfunction was suspected at time of explant. No further information could be obtained despite good faith efforts.